Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The balloon dissector would not inflate. To correct the condition, opened a new product and completed the case without incident. The current patient status is okay. There was no patient harm.